Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and insulin squirts out of the pump during manual prime. The customer's blood glucose level was 65mg/dl at the time of incident. Customer indicated that they tried with a new infusion set and the problem was resolved. Customer indicated that the pump may have over delivered insulin. No further assistance was necessary.